Event description:
The customer reported the device failed the pacer segment of the user initiated operational check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed the pacer segment of the user initiated operational check. There was no patient involvement. The customer re-ran the operational check which passed and the symptom could not be duplicated. On (B)(6) 2012 the customer reported that the device had continued to pass all testing and had been placed back in service. Based on the customer's report we will consider this a malfunction. Because the symptom could not be duplicated, the cause cannot be determined.